Event description:
Device issue: dislodged stent. Time of device issue: before use. Adverse event: none. It was reported that after the device was unpacked, the stent was noted to be loose and dislodged from the balloon onto the shaft of the stent delivery system. The stent was crimped back onto the balloon and was inserted into the patient. Reportedly, the stent was placed successfully and there was no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. Return of the vision sds may have aided in the eval and determination of cause. It was reported the stent was crimped back on the balloon and used in the pt. It should be noted that the vision instructions for use states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.